Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely scope communication error code occurred due to a water leakage in the connector. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device displayed an e215 scope communication error code. The colonoscopy procedure was completed using the same device after a procedural delay during sedation while the device was inside the patient. There were no reports of patient harm.